Event description:
As reported in the outback elite re-entry catheter feedback survey, respondent 24 experienced a vessel dissection after the use of an unknown outback re-entry catheter, which required bailout stenting. There were no additional reported injuries. The device will not be returned for evaluation.

Manufacturer narrative:
As reported in the outback elite re-entry catheter feedback survey, respondent 24 experienced a vessel dissection after the use of an unknown outback re-entry catheter, which required bailout stenting. There were no other reported injuries. The device was not returned for analysis, and a product history record (phr) review could not be performed because the lot number for this product is unknown. It cannot be found whether the reported ¿artery ¿ dissection¿ was related to the use of this device because no images were available for review and no product evaluation was completed to identify a malfunction that may have contributed to the event. As a result, the root cause of the dissection cannot be established, and procedural factors cannot be excluded. Vessel dissection is a known complication associated with this type of device and is described in the product labeling. There is no evidence indicating a design or manufacturing issue, and no additional actions are warranted at this time.